Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, after two inflation instances of inflating the balloon in the more proximal stricture segment in the pancreatic duct it was deflated and repositioned to the distal segment of the stricture. The balloon was then reinflated and it was noted that there was a pinhole leak at the proximal ro marker. The procedure was completed at this time. There were no patient complications reported as a result of this event.